Manufacturer narrative:
The device has not been returned for physical analysis, therefore no device evaluation could be performed. Heraeus is unable to comment on the condition of the device or the cause of the occurence. If additional information is received, a follow up report will be submitted.

Event description:
It was reported that during a cystoscopy, ureteroscopy, and laser lithotripsy directly with stone extraction, part of the hydrophilic guidewire was retained in the left ureter of the patient. Attempts to remove the part of the guidewire were unsuccessful. The surgery was completed and the patient was transferred to ICU and later discharged from the hospital.